Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. The device is part of the advisory for this model.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) the distal segment of the lead was returned and analyzed with no anomalies found. The defibrillation conductor was distorted, there was blood/body fluid (not obstructed) on several conductors and on the outer tubing overlay. The outer tubing overlay had also melted and had cosmetic environmental stress cracking. There was blood in/on the helix mechanism and apparent explant damage.

Event description:
It was reported that the right ventricular lead experienced t-wave oversensing which resulted in the delivery of inappropriate therapy. The lead was removed and replaced. No further patient complications have been reported as a result of this event.